Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "attention light and low battery ( new batteries used)." It is unknown when and where this event occurred. The facility representative did not know if there were any reports of patient involvement, and stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "attention light and low battery (new batteries used)" was confirmed and reproduced. The root cause was attributed to a faulty switchboard. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the switch board assembly was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.